Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) could not duplicate problem. Fse found multiple ¿gas loss in iabp circuit alarms¿ in logs. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported that during a patient transfer the cardiosave intra-aortic balloon pump (iabp) repeatedly went into standby. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.